Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient thought their therapy has never been as good as the trial. The patient has tried increasing stimulation from 1.2 to 1.6 to 2.0, but 2.0 was too high and caused pain. At the time of the call the patient was set at 1.6 on program 3. The caller mentioned that the patient had a fall and had something like diarrhea and was not sure if that was from the fall or not. During the call the patient was assisted with changing from program 3 at 1.6 to program 4 at 1.6, but the patient did not feel stimulation on program 4. The patient was advised that they can leave stimulation on the current setting or increase to feel stimulation, but the patient decided to leave stimulation on 1.6 and track symptoms. The patient planned to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a loss of therapy and was feeling a burning sensation. The patient noted that when stimulation was turned off the burning stopped. The patient was redirected to their health care professional. There were no further symptoms reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that patient services called the patient back per spanish request. Caller stated they were still having the same problem that the therapy was not working as well as it did during the trial. Caller stated they went to the hcp and they said they didn't know anything about the devices and sent them to their manager at the clinic. Caller stated they had to turn stimulation down, but didn't change program. P4 - 1.2v. Patient services walked caller through changing to p1 - 0.8v. Patient would monitor symptoms and fu with hcp if it didn't resolve. Caller called on a later day stating they were still having issues so they turned down stimulation to 0.0 and waited to call because it was the weekend. Caller was not sure what they were supposed to be doing or feeling. Caller stated they thought they wanted to turn stimulation up again. Patient services walked caller th rough turning stimulation up again on p1 0.8v. Caller mentions they had a fall and was wondering if that was causing the issues. It was recommended to patient to follow up with hcp. There were no further complications reported.